Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share log was performed and there was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. No product or data was provided for investigation. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined.